Event description:
When compounding chemotherapy, equashield closed system transfer device was being used and the 10 ml equashield syringe to draw up irinotecan. The syringe failed to work due to the plunger not being connected to the plunger seal. A new syringe was obtained and used and the damaged syringe was isolated for reporting.